Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd and indicated the power consumption has been increasing abnormally, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.